Manufacturer narrative:
B5. Additional information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information states that stim return showed the amount being applied. Current delivery tone was heard and never got a positive response. There was no visual and/or audible indicator that alerted the user of the issue. Surgeon believes issue was with tube. Confirmed patient was not paralyzed. Tube was repositioned and we were still unable to get a response.

Event description:
It was reported that during the case surgeon could not pick up response from the tube. Surgeon was unable to use. There was no patient was harmed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis found that visually, the packaging carton was damaged when returned. The packaging carton contained a plastic bag with the device in it. There was no damage noted in the construction of the device. There was an orange tape wrapped around the tube when returned. There were traces of clear residue found on the cuff. The continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were 2.4 ohms (red), 2.7 ohms (red with clear tube), 2.4 ohms (blue), and 2.4 ohms (blue with clear tube) all electrodes within specifications. Functionally, the device was connected to the nim system while exposed electrode wires were submerged in a saline solution for functional test. The electrode check passed and there was no excessive noise recorded during the functional test. For further analysis, a syringe was used to inject 20cc of air into the cuff and the cuff inflated/deflated with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. H6: additional information suggest that b17 and c20 no longer apply to this event. Section e : initial reporter email ID updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.